Event description:
It was reported that this right atrial (ra) lead presented high impedance measurements out of range, with the lead safety switch (lss) activating and the lead changing from bipolar to unipolar, with the insulation damage for this lead suspected to be caused by in its insulation due a clavicular crush. The lead remains implanted and was reprogrammed off when a new pulse generator was implanted. No additional adverse patient effects were reported.